Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Photo analysis: upon visual inspection of five photos, the following was observed: the first, second and third photos show a box and a package from tyvek dirty. The fourth photo shows two packaging boxes inside of shipping box and the packaging box can be seen damaged. The fifth photo shows a shipping box from top view of product code pve35a open. Based on the photos reviewed, the event description cannot be confirmed: since, the sterility is not compromised. It is possible that an improper handling of the product during the transportation or storage cause the event described. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)?in side box. Yes. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Outside of box was ok. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? The inner carton of one was missing and the other two were dirty. Did the damage of the primary packaging compromise the sterility of the device? Most likely. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the customer received their order two of the three devices in the box were smashed and one was missing.

Manufacturer narrative:
(B)(4). Date sent: 02/12/2021. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned inside the package without apparent damage. Upon visual inspection no anomalies was noted of the package. Event could not be confirmed as no package damage was noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.